Event description:
An olympus representative visited the customer site and discovered that the facility was operating the evis lucera elite gastrointestinal videoscope without a water filter. In addition, a new filter utilized was clogged. The event occurred during processing and there was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the evis lucera elite gastrointestinal videoscope that was used with the endoscope reprocessor.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the error e99 could not be determined. It is possible that the user did not read the contents of the instruction manual carefully, so the device was used without replacing the water filter. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿7.2 replacing the water filter (maj-824): always be sure to attach the water filter. Otherwise, water-borne microorganisms and particulates in the water may contaminate the device piping and prevent effective reprocessing of the endoscope.¿ olympus will continue to monitor field performance for this device.